Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. It is unclear if any part was replaced to resolve the issue. No further information has been provided.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the air gas module of the ventilator had been exposed to water ingress. There was no patient harm. Manufacturer ref.#: (B)(4).